Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a yeast infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a clotrimazole/ betamethasone dipropionate cream for the skin irritation. Follow up indicated that the infection improved.